Event description:
This lead was revised on (B)(6) 11 as it pulled back. During this procedure difficulties ensued and the patient will be brought back for extraction and epicardial IV lead implant. Patient is being managed by dr.(B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).